Event description:
It was reported that the ilet displayed ¿dosing stopped ¿ connect cgm or enter bg,¿ remained in a prolonged ¿pairing with sensor¿ state after a new dexcom g7 was applied, and dosing had been halted for several hours until a blood glucose value was entered and a device restart was performed per guidance. Symptoms included interruption of automated insulin delivery and an elevated glucose level of 500 mg/dl. Outcomes included temporary loss of automated dosing with manual intervention to resume therapy. Investigation included device-level troubleshooting, verification of the dexcom g7 pairing code, and a guided restart to reestablish communication. Investigation of this case revealed persistent cgm-to-pump pairing failure despite a correct pairing code, consistent with a communication or connectivity issue between the ilet and the dexcom g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication failure resolved through device restart and user-entered blood glucose to restore dosing.